Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection and amputation are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci made multiple unsuccessful attempts to obtain the information. Device labeling, available in print and online, states: contraindications v.a.c.® therapy is contraindicated for patients with: necrotic tissue with eschar present note: after debridement of necrotic tissue and complete removal of eschar, v.a.c.® therapy may be used. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 23-oct-2020, the following information was reported to the kci by the facility: on (B)(6) 2020, the patient allegedly had a partial amputation of the right foot due to osteomyelitis. V.a.c.® therapy was resumed. Patient is being treated by antibiotics. On (B)(6) 2020, measurements were provided by the nurse and patient's wound is improving with no signs of infections. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.

Event description:
On 20-aug-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. Several unsuccessful attempts have been made to retrieve the device; therefore, a device evaluation could not be performed and the event logs could not be reviewed.

Manufacturer narrative:
MDR-3009897021-2020-01029 submitted on 20-nov-2020 noted the following: section d9 device available for evaluation? Yes, returned to manufacturer 29-oct-2020 correction. Section d9 device available for evaluation? No. Section h3: other (code unspecified, describe in h10): the device was not returned to kci after multiple attempts. Based on the correction and additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged events are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks prior to patient placement. Multiple unsuccessful attempts to retrieve the device and additional clinical information were made.